Event description:
Incident occurred at approx 0245 hrs., nurse was standing by the bedside when she noticed a spark/fire near the heated humidifier. A respiratory therapist was nearby and quickly disconnected the ventilator and heated humidifier. The equipment was moved aside and quarantined. The pt was relocated to different equipment. A review by the nurse and therapist found the inspiratory limb connector/wires were burnt. No patient injury was reported.

Manufacturer narrative:
Representatives from co traveled on site to review the heated wire circuit involved in the incident. The evaluation found the damage to the circuit was due to loose screws found on the humidifier bracket. The loose screws caused the humidifier to motion towards another part of the bracket. This motion caused a "scissor action" which pinched the heated-wires and cut through the protective insulation. The hospital was to perform a review of all mounting brackets to ensure the screws were properly tightened.